Event description:
Additional information was received that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) continued to exhibit high out of range shock impedance measurements approximately six months later. The impedance then recovered and was in range, only to increase and go out of range approximately five months later. Boston scientific technical services (ts) was consulted and suggested further testing to ensure the intergrety of the rv lead and ICD. The clinician noted that several attempts to reach the patient to have them schedule a follow up were done but unsuccessful. At this time they are continuing to monitor via the remote home monitoring system and the system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement of 129 ohms for the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed that this is a single coil lead, which can yield higher shock impedance measurements. Any further follow up would be at the discretion of the physician. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4) no additional information is currently available. If additional information becomes available, the event will be updated.